Manufacturer narrative:
The component involved in the event is a thin long vertically mounted door frame panel that is secured by press-click type hardware. As the user maneuvered the cart, the panel was accidentally bumped out of place. The component was reattached by a service technician in accordance with the installation instructions. No manufacturing, workmanship or material deficiency has been identified. No adverse trends have been identified. The problem will be monitored and trended going forward.

Event description:
An employee was removing a case cart from the washer. The cart bumped the side panel of the door frame, causing it to fall off and hit the employee in the head. The employee was checked by in-house care and able to return to normal working schedule on the same day.